Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). It was stated, the pt hadn't noticed his stimulation "for quite some time," and went to adjust his stimulation and discovered the por. It was stated, the pt had a CT scan "6-8 weeks ago." No specific symptoms were reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.